Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten months post implantation. The patient reports the filter tilted and the device unable to be retrieved, with two different attempts but unsuccessful percutaneous removal procedures approximately ten months post implantation. The patient also reports living with pain and psychological stress of undergoing multiple surgeries and being unable to remove the filter, in addition to residual pain and injuries.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated and tilted. The patient reports the filter tilted and the device is unable to be retrieved, with two different, but unsuccessful percutaneous removal attempts approximately ten months post implant. The patient also reports living with pain and psychological stress of undergoing multiple surgeries and being unable to remove the filter, in addition to residual pain and injuries. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten months post implantation. The patient reports the filter tilted and the device unable to be retrieved, with two different attempts but unsuccessful percutaneous removal procedures approximately ten months post implantation. The patient also reports living with pain and psychological stress of undergoing multiple surgeries and being unable to remove the filter, in addition to residual pain and injuries. According to the discovery form, medical conditions outlined include a history of right lower extremity deep vein thrombosis (dvt) due to motor vehicle accident (mva) injuries. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include irretrievable filter that resulted in extended hospitalization post-removal attempt. The patient further reports physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, past and future medical bills, and other related medical treatment costs.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of a optease inferior vena cava (ivc) filter. Per the medical records, history includes right lower extremity deep vein thrombosis (dvt) due to motor vehicle accident (mva) injuries. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. Per the patient profile form (ppf), the patient reports the filter tilted and the device unable to be retrieved, with two different attempts but unsuccessful percutaneous removal procedures approximately ten months post implantation with extended hospitalization. The patient also reports living with pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.